Event description:
The customer reported that the system flickered and rebooted. Further information received from the fse indicated that the system exhibited a lock up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcb assemblies in the card cage were evaluated and reseated. The hard disk drive was also replaced. The system was tested and found to be working as intended and returned to service.